Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note: a photo was received for inspection. However, the reported misdrilling is not clear on the image and could not be confirmed. Furthermore, a photo of the entire construct would have been necessary for a complete investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during the use of a distal target device with the gamma4 long nail, the drill interfered with the nail. The surgeon pointed out the sleeve distortion."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during the use of a distal target device with the gamma4 long nail, the drill interfered with the nail. The surgeon pointed out the sleeve distortion."